Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product.

Event description:
It was reported that a dissection occurred. A percutaneous transluminal coronary angioplasty was performed on a moderately tortuous and moderately calcified mid left anterior descending artery (lad). A 20 x 3.00 promus premier stent was deployed. After deployment and during a fluoroscopy check, a non blood flow limiting, proximal edge dissection was noticed. To treat the edge dissection, a 16 x 3.00 promus element plus was deployed. The procedure was completed and the patient was reported to be well and stable.